Manufacturer narrative:
The insulin pump was received with ghosting display. The problem isolated to lcd board. Analysis was unable to perform functional test due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was fading and would only should partial of the display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.